Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump has been beeping all night. The customer's blood glucose level at the time of incident was unknown. The customer has received multiple battery out limit alarms and no power alarms. The customer was advised to use recommended batteries and replace. The customer was advised to monitor the device and call back if issues persist.